Manufacturer narrative:
(B)(4) batch # unk the lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic hysterectomy, the tip of the shaft was broken off but no pieces fell into the patient and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p93n1z. Investigation summary: the device was received with no apparent damage. In addition the electrode was detached as reported. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.